Manufacturer narrative:
The device is not available for evaluation as it remains in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons not available at the time of the report.

Manufacturer narrative:
Corrections: b5, h3 (reason code - other), h6 (clinical signs code, health impact code, method code), h10. The reported event could be confirmed since images of CT scans were provided and shows the placement of an antibiotic cement spacer. A medical professional reviewed the received information and noted the following: ¿the CT-scan shows a situation after a reoperation where the talar component has been removed, the pe-liner has been replaced, and an antibiotic cement spacer was installed. Technically it is a partial revision since the first pe-liner was replaced with another one to protect the tibial component from the cement spacer. The root cause for the intended two-stage revision is a patient related factor where a fall led to a wound infection over the former incision, thus leading to a deep periprosthetic joint infection. This was the reason for a dair-procedure (debridement antibiotics implant retainment; the joint is debrided and modular components such as pe-liners are replaced, and all stable prosthesis components stay in place). In this case the talar implant was not stable, thus the need for removal and the cement spacer.¿ based on investigation, the root cause was attributed to a patient factor related issue. The patient experienced a fall which led to a wound infection over the incision site. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
It was reported that the patient fell which resulted in a wound over their incision site which led to infection. The talar implant and poly were removed during wash out and an antibiotic spacer was put in place. The tibial stem was extremely stable so it was not removed. The plan is to revise the talus to an invision talus.